Manufacturer narrative:
Device evaluation pending.

Event description:
It was reported that the device broke inside of the patient when the surgeon was drilling retrograde in the femur.

Manufacturer narrative:
One 11mm retrograde drill and four pieces of a reported 11mm retrograde drill were returned for evaluation. Visual assessment of the intact drill showed no damage, cutter was able to be retracted to the open and closed position as intended. Visual assessment of the returned pieces confirmed the reported complaint of breakage. The actuator is dramatically bent and the actuator coil end is open. The drill head has been split in two pieces and has a slight twist at the proximal break area. The cutter head shows no damage. A root cause investigation has been opened to address this failure mode.